Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.

Event description:
Customer reported receiving inaccurate readings in blood glucose tests. Customer received a reading of 303 mg/dl on their adc meter compared to a lab reading of 148 mg/dl. All tests were performed within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.